Manufacturer narrative:
(B)(4). Batch n91f7h. The device was received with the electrode tip broken off from the shaft with a small piece of the electrode still attached to the shaft. The broken electrode tip was not returned. No further functional analysis could be performed due to device's receiving condition. No conclusion could be drawn as to what caused the tip to break off. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Manufacturer narrative:
(B)(4). The instrument was sem tested. The device was returned the distal section of the probe detached. The probe was not returned with the device. The distal end of the shaft was visually examined and images of the device were captured using an optical microscope. The probe had broken from the base through the heat affected zone (haz) next to the weld spot. The haz is a region adjacent to the weld pool that has been annealed from the weld heat and is a lower strength than the base metal. Both welds appeared similar in size and were both intact and bonded to the shaft. The distal end of the shaft was cut off from the base and then examined in the sem. The images of the fracture show no voids or defects. Much of the surface was covered with dimples which are indicative of a ductile mode failure. The probe broke because of an excessive load was applied to the tip. The weld was intact and did not fail.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic unknown procedure, the electrode tip of the device became detached. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.